Manufacturer narrative:
Tested the binaxnow covid-19 ag card retain kit lot 187959 with covid-19 lod and blank patient swabs. All tests were run in triplicate, were valid, and performed as expected. No false positives were observed, and the customers complaint was not replicated. The manufacturing records and quality control release testing was reviewed for kit part number 195-160 / lot 187959 and device part number 195-430wl / lot 184565. Quality control release testing met specifications and there were no false positive results observed. The current overall incident rate for false positive patient results (confirmed and unconfirmed, conflicting results) for this specific lot based on the total quantity of devices manufactured for distribution is (B)(4). Based on the evidence available, it indicates that this device lot is performing within label claims. No further action is required.

Event description:
The customer reported a false positive result with the binaxnow performed on (B)(6) 2022 with a nasal sample. Repeat testing was not performed. The patient tested (B)(6) 2022 at a health care facility with an unknown platform and the result was negative. No additional patient information, including treatment and outcome, was provided.